Manufacturer narrative:
Additional information received on 11-feb-2019 that there was no patient involvement. Device evaluation: one cadd prizm vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found evidence of reported problem. The customer's stated problem was verified. Inspected the pump and found fluid ingression around the downstream occlusion sensor. Service replaced the downstream occlusion sensor (dso) to correct the reported problem. The root cause of the reported problem was fluid ingression on dso causing wrong cassette error messages.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed wrong cassette alarm . It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.